Manufacturer narrative:
(B)(4): physio-control is anticipating the device return for evaluation and continues to investigate the reported event. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During a code, it was reported that the device failed to deliver defibrillation therapy to two pts at separate incidents. The device was unable to charge to the selected energy and defibrillate. In both cases, a second defibrillator was readily available and utilized to treat the pts. Therefore, the device used had not adverse pt effects. Following both incidents, the facility biomed tested the device and found no failures. There were no further details on the event and/or the pt provided.